Manufacturer narrative:
Evaluation summary: the device has been repaired and the cmos chip has been replaced.

Event description:
Foggy image, isolation test - failed. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. If additional information becomes available, a supplemental report will be filed with the new information.